Manufacturer narrative:
No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this left ventricular lead had dislodged one day post implant. No adverse patient effects were reported. A revision procedure was performed and the lead was removed from service.